Event description:
This is the first time the dr has used the catheter. He had implanted an introducer and went to place the otg wire and when resistance was felt, pulled back and then continued the otg tunneling. The wire was kinked but not sure if from the resistance or from MFR. The dr thinks the wire perforated the lung. The pt has suffered hemo. Pt is currently in ICU with cardiac tamponade. A cardiac surgeon has been contacted for this case. Pt injury indicated.

Event description:
This is the first time the dr has used the catheter. Dr had implaint an introducer when to place the otg wire and when resistance was felt, pulled back and then continued the otg tunneling. The wire was kinked but not sure if from the resistance or from MFR. The dr thinks the wire perforated the lung. The pt has suffered hemo. Pt is currently in ICU with cardiac tamponade. A cardiac surgeon has been contacted for this case. Pt injury indicated.